Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The device passed functional testing. It is noted the label was missing its coating.

Event description:
It was reported the rf (radio frequency) head malfunctioned from sterile processing and pacer clinic. No additional information was obtained through follow up. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.